Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving gablofen 500 mcg/ml at 176 mcg/ day via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity and cerebral palsy. It was reported that the patient experienced baclofen withdrawal symptoms (itchiness and tightness). The patient's father noticed the patient was scratching their legs and shoulders. A healthcare provider was not able to aspirate the side port. The hospital took a fluoroscopy image prior to surgery and it showed the catheter tip in the lumbar region. They were not able to see the catheter. The spinal incision site was opened and it was discovered that the catheter tip had sheared off and was sitting in the patient's tissue near the incision. The spinal catheter still appeared to be in the intrathecal space, but the patient's healthcare professional decided to replace the entire catheter because the patient was clearly not getting drug delivered intrathecal based on the symptoms. The catheter was removed and replaced. The issue was resolved at the time of report. The patient's status at the time of re port was alive - no injury.

Event description:
Additional information received from a healthcare provider (hcp) indicated the event onset date was (B)(6)-2016. The cause of the catheter shear could not be obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.